Event description:
It was reported that during a cryo ablation procedure, pericardial effusion (pe) was diagnosed by an intracardiac echocardiogram (ice) following left atrial (la) introduction of both catheters and sheath. All device manipulations appeared normal and were unremarkable. No cryo balloon inflations or ablations were performed. All devices were removed from the left atrium within five minutes of the pe diagnosis. It was also noted that 280 milliliters of fluid were removed from the pericardial space and the patient remained stable throughout the procedure. The procedure was aborted without any ablations taking place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The data files did not show any system messages for the date of the event. (B)(4).